Manufacturer narrative:
The product was unavailable for return as it was discarded at the facility. Therefore an evaluation of the device performance was not possible. The instructions for use that accompany the device cautions that low tear strength is a characteristic of most unreinforced silicone elastomer materials, and that care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks, or tears. It is also stated that "to avoid possible transection of the catheter during catheter placement, the catheter should never be withdrawn through the tuohy needle. If the catheter needs to be withdrawn, the tuohy needle, guidewire, and the catheter must be removed simultaneously." A review of the manufacturing records was not possible as no lot number was provided. All catheters are 100% inspected at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that a lumbar drain was being inserted in the or by a surgeon and the drain could not be advanced. According to the report, the lumbar drain was removed and another attempt to place it was made. The report stated the device could not be advanced and upon attempting to remove it, the drain broke off in the patient. It was also reported a MRI and CT scan showed a 4-5 cm portion of the drain to be in the spinal canal extending from t12-l2. It was reported that the physician decided to leave the portion of the drain in the patient and follow up with serial x-rays. Reportedly, the patient will need additional x-rays to monitor condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.